Event description:
It was reported that the patients ipg was not holding a charge, and was experiencing loss of stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6). The returned ipg was analyzed passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was not holding a charge, and loss of stimulation. The patient underwent a replacement procedure and was doing well postoperatively.